Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. The dislodgement was confirmed via x-ray imaging. The lv lead was explanted and replaced. The patient was stable.